Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to a fractured femoral neck. He was taking a walk on the esplanade when the right hip gave away. He was helped to a bench by the wife, unable to weight bare further. Ambulance was allied for assistance. He was admitted to (B)(6) hospital on (B)(6) 2017 with sudden acute onset weight bearing right hip pain, in the emergency wing of the medical facility. Original surgery occurred in (B)(6) and the revision surgery occurred in (B)(6). Reported revision in both countries.